Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-07615. It was reported that the patient was experiencing ineffective relief from their scs leads. It was noted that the leads had high impedance on almost all contacts of both implanted scs leads. Surgical intervention may take place at a later date to address the issue.